Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused on contributed to the peritonitis event. Peritonitis is a well-known potential complication in pd patients. At this time, it cannot be determined what exactly caused the patient to develop peritonitis. It was stated the patient denies touch contamination or a breach in aseptic technique during pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a system error warning alarm and could not turn on the cycler which was making a clicking sound. During the call, the patient reported being hospitalized for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the experiencing abdominal pain and fever of 103.7 on (B)(6) 2019 and as a result went to the emergency room (ER). Per the nurse, a pd effluent culture was obtained in the ER, the results were unknown. The pdrn stated that the patient received vancomycin 2 grams intravenous (IV) and ceftazidime 2 grams IV in the ER and then was discharged home; the patient was not admitted into the hospital. The pdrn stated the patient was seen the following day on (B)(6) 2019 in the outpatient clinic and another pd effluent sample was obtained which showed a white blood cell (wbc) of 1562; indicating the patient has peritonitis. The pdrn stated the gram stain results for organism growth are still pending. The pdrn stated that the patient is on antibiotic therapy with cefazolin 1 gram and ceftazidime 1 gram intraperitoneal (ip) daily. The pdrn reported the patient did complete treatment on (B)(6) "2018" with the liberty cycler by resetting up with new supplies. Per the pdrn, there have been no fluid leaks, or any other known pd solution/cycler/ cycler set issues related to the peritonitis event. The pdrn stated that the patient reports following aseptic technique and denies touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Clinical investigation was amended to include new information (pd culture results) received on 27/feb/2019 for a peritonitis event. Per the nurse, a pd effluent culture obtained in the ER, revealing many white blood cells (wbc) and growth of streptococcus acidominimus. Temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused on contributed to the peritonitis event. At this time, it cannot be determined what exactly caused the patient to develop peritonitis. It was stated the patient denies touch contamination or a breach in aseptic technique during pd therapy. Peritonitis caused by streptococcus is a well-known potential complication in pd patients. ¿the entry pathway of vs into the peritoneal cavity includes contamination during the exchange procedure, gastrointestinal bacterial translocation, hematological dissemination with oral and dental procedures and catheter related.